Manufacturer narrative:
(B)(4). The complaint iw910 mobile infant warmer is currently en route to fisher & paykel healthcare for evaluation. We are in process to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an iw910 mobile infant warmer was discoloured. There was no patient involvement.

Event description:
A hospital in oregon reported that an iw910 mobile infant warmer was discoloured. There was no patient involvement.

Manufacturer narrative:
(B)(6) method: the infant warmer heating element and head harness components of the complaint iw910 mobile infant warmer were returned to fisher & paykel healthcare new zealand for evaluation. The heater element and harness components were visually inspected and the resistance of the heater element was measured. The upper head of the complaint infant warmer was not returned for investigation. A photo of the upper head was provided by the customer which were visually inspected. Results: visual inspection revealed no signs of any damage to the heater element and the harness components did not show any signs of heat damage. The heater element was measured for its resistance and was within specification. The upper head of the complaint infant warmer was not returned for investigation. The provided photo of the complaint infant warmer head was visually inspected and revealed that the upper head had started browning. Conclusion. We are unable to determine what have caused the reported browning of the infant warmer upper head. It should be noted that the subject infant warmer unit was more than nine years old at the time of the reported event and a reasonable level of wear and tear is expected. The infant warmer controller continuously monitors the electrical power delivered to the heating element and when it is detected insufficient due to open circuit or a faulty harness connection, the infant warmer enters a fail-safe state (e17), ceases power to the heating element and then emits an audible and visual alarm. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul).